Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic partial gastrectomy, the stapler cannot press the green button and cannot squeeze the handle. The device did not fire. A black foreign object in the staple box was also noted. Replaced by a new device to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of two devices. A visual inspection of the returned photos noted fiber type particle was observed within device packaging. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. Based on the evidence available the reported condition was not confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial gastrectomy, when ligating the vessel, the device did not fire, the surgeon was unable to press the green button and squeeze the handle. A black foreign object in the staple box was also noted. They changed to another device to complete the case. There was no patient injury.